Manufacturer narrative:
Findings: evaluated 2 open/used reservoirs. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal,bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a insulin pump. Conclusion: reservoirs does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level and reservoir leak at 2nd o ring. The customer¿s blood glucose level in the 300-600 mg/dl. Customer reported that there was still moisture in the pumps reservoir compartment. Customer reported that the type of fluid exposure to the pump was insulin. Customer advised to return the reservoir for analysis. The insulin pump will be returned for analysis.